Event description:
Patient was here for egd with bravo placement. Bravo capsule did not release from guidewire during placement (was still attached when removed from pt and not placed in esophagus as it was supposed to be). No harm to pt. Another capsule was used instead and deployed correctly.